Manufacturer narrative:
Device was used for treatment, not diagnosis. Age/date of birth, weight and ethnicity/race were not provided for reporting. Upc:381370044246, lot no: 2207b, expiration date : n/a, UDI#: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. This product was manufactured on august 08, 2017. (B)(4). This is 4 of 4 med-watches being submitted as four devices were involved in this event. See medwatch 8041154-2020-00028, 8041154-2020-00029, and 8041154-2020-00030. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer applied bab tough strips extra large 10s USA and reported every time consumer remove the band-aid it almost takes out the skin. Consumer also alleged it torn pieces of her skin, redness of the skin and it really hurts. Consumer visited hospital for a treatment and hcp recommended stop using it and prescribed oral antibiotics for 10 days. Consumer was still experiencing pain and redness. This is 4 of 4 med-watches being submitted as four devices were involved in this event. See medwatch 8041154-2020-00028, 8041154-2020-00029, and 8041154-2020-00030. The same patient is represented in each medwatch.